Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was 600 mg/dl. Customer gave a correction bolus via the pump to address bg.